Manufacturer narrative:
The device used during the procedure was not returned, 5 unused devices from the same lot was returned. The evaluation (both visual and functional) of the returned units shows no defect from the device that could contribute to the perforation of the uterus during insertion.

Event description:
On insertion of the product, the uterus was perforated. This happens on 3 different occasions involving 2 different operators. A 10 ml laparoscope and gynae lap instruments also used during the procedure.